Event description:
Received a copy of customers medwatch form. Event description listed on the medwatch form as infusing faster than intended rate. Pump was turned off, fluids continued to infuse. Pt was stable. Customer does not want their name or identity released to cardinal health. Customer declined to send device to cardinal health for investigation.